Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently the contact alleged that the pump delivered a bolus without user input. A pump data review was performed by tandem technical support and it was observed that the bolus¿ were being over-ridden. Approved, and delivered by the user; however, contact maintained allegation that the pump was not operating as intended. Customer¿s blood glucose (bg) level ranged from 50-132 mg/dl. Contact was unable to provide additional information regarding low bg values. Reportedly, customer continued to use the pump for insulin therapy.